Event description:
On (B)(6) 2022 nalu was made aware of an explant procedure. Two weeks after the initial implant date of (B)(6) 2022 the patient reported removing steri-strips at home at doctor's advice. Two days after removing strips, patient reported puss at the incision site. Physician confirmed infection at the implant site and performed an explant of the system on (B)(6) 2022.